Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during basal. The blood glucose at the time of the incident was 146 mg/dl. During troubleshooting, the customer was able to run fixed prime, but when asked to manually push the plunger, she stated that there was greater than normal resistance. The customer was advised to change the infusion set and reservoir. The reservoir will not be returned for analysis.